Manufacturer narrative:
The insulin pump had a broken reservoir tube lip, cracked battery tube threads, missing end cap sticker and cracked case near the display window corners during visual inspection. The insulin pump passed the priming, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level was 472 mg/dl. Customer treated their high blood glucose with a correction bolus via insulin pump. Customer believed the insulin pump did not deliver a proper amount of insulin. Customer experienced nausea and dry mouth as a result of high blood glucose. Customer performed the high pressure test and passed. Customer advised the cannula was not bent nor occluded when removed from their body. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.